Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was dehydrated and has gastropharcsis. The cause of the event was not determined by the md. The contact had called for assistance with setting a temporary basal rate. It was indicated that the contact was unable to confirm any of the troubleshooting questions. It was stated that the customer's family member will call back to do further troubleshooting. No further details.